Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device substantiated the reported failure to fire the clip. Inspection of the returned device indicated that a pusher-to-garage block displacement occurred during the thumb advancer deployment which prohibited the pusher block from being able to push the clip off the carrier tube when the trigger/deployment button was depressed. Also, the pusher-to-garage block displacement would prevent the pusher block from connecting with the j-hook, a component of the release rod at the distal end, to collapse the locator wings and disengage the plunger when the trigger button was depressed. The failure to collapse the wings would result in difficulty removing the device. Consistent with the reported information, it was detected that the access ports and safety release mechanism were not utilized to facilitate the device removal. The instructions for use (IFU), under the closure procedure section, states that if resistance is met upon removal of the device, follow the steps below to remove the device: locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible click should be heard. Check that the number 3 exits the number window completely and the thumb advancer is freed from the locked position. Repeat the above steps if necessary. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. Slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger. Provide counter-traction with the left hand on the patients body, and assertively pull the device out with the right hand. It is important not to rock or twist the device as this may cause arterial damage. Apply manual compression to achieve hemostasis, if required. A pusher-to-garage block displacement indicated that there was resistance encountered while advancing the thumb advancer. Every delivery tubeset is inspected for proper pusher-to-garage block assembly during manufacturing. Also, during lab testing, the device was disassembled, cleaned, re-assembled, and re-deployed successfully as intended. There was no resistance detected during re-deployment of the device. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for pusher-to-garage block displacement that resulted in a failure to fire the clip is advancing the thumb advancer against resistance. The IFU, under the closure procedure section, states: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps below: retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide. Slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger. Provide counter-traction with the left hand on the patients body, and assertively pull the device out with the right hand. It is important not to rock or twist the device as this may cause arterial damage. Review of the device lot history record did not reveal nonconforming material records associated with this lot. A query of the complaint handling database found no similar incidents. There does not appear to be an indication of a product quality problem.

Event description:
It was reported that an arteriotomy closure of a right femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, the clip did not deploy and was blocked inside the device. Minimal force was used to remove the device from the patient's anatomy, without any adverse consequences. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Event description:
Subsequent to initial report additional information was received: arteriotomy closure of the common femoral artery was attempted following a coronary diagnostic procedure. The safety release mechanism was not used prior to device removal.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.